Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient is normally set at 6 and every 3 hours the intensity decreases to .01 without the patient changing it. The rep was not currently with the patient at the time of the call. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the reason for the change in stimulation was that adaptive stimulation was on, and that there was actually no issue with the device. No further complications were reported.